Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. It was reported that the interface (umbilical) cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a procedure, the imaging system displayed a frame rate error after the third image acquisition of the procedure. It was reported that the imaging system was restarted with resolution